Event description:
Customer reported unexplained high blood glucose. The blood glucose reading was 262 mg/dl and customer had treated with a bolus. She stated that the drive support cap appeared to be flush. The basal rate and bolus wizard settings were correct. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.